Event description:
Over the course of the procedure to place the excluder bifurcated endoprosthesis, the pt sustained blood loss from the arterial access sites estimated at 1700ml and was transfused with two units of blood.